Manufacturer narrative:
(B)(4)

Event description:
It was reported that before the implant procedure, the pulse generator exhibited back-up vvi operation. The device was not used. The device would not be returned. There were no adverse consequences to the patient. No further information was reported.

Manufacturer narrative:
No conclusion code available. Final analysis found a sw err software anomaly. Backup operation was the result of a sw err. Cause of the sw err leading to backup operation is unknown.